Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.

Event description:
The customer reported a motor error alarm during a bolus delivery. The customer stated that she had an MRI scan done, and she accidentally walked into the room while wearing the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.